Manufacturer narrative:
Additional information (11-mar-2025): siemens healthineers investigated and concluded the cause of the event was an instrument malfunction. Sections d1, d2, d4, and g1 were updated to reflect the instrument being the impacted device in this complaint. Section h6 has been updated to reflect the investigation. Initial MDR 2432235-2025-00043 was filed on 10-feb-2025.

Manufacturer narrative:
The initial MDR 2432235-2025-00043 was filed on 10-feb-2025. Supplemental MDR 2432235-2025-00043_s1 was filed on 02-apr-2025. Additional information (06-jun-2025): the investigation into the event (erroneously depressed total bilirubin 2 (tbil 2) results on five (5) patient samples) determined the reported behavior occurred when an operator updated an existing calibrator definition. The reported behavior is not analyte specific. It is related to cases where an assay¿s calibration definition was manually deleted, and an assay has a calibration without a calibrator lot assigned to it. This prevents the user from editing the calibrator definition. The behavior is apparent to the user as they would not be able to save the calibration definition edits. The behavior would also be detected by quality control qc material. Alternatively, operators can create a new calibration definition that has a unique lot number. The behavior is limited to operators that manually deleted the calibrator definition during the installation of an earlier software (sw) version 1.26, which is no longer available. The customer has been upgraded to a higher sw version. The cause of the erroneously depressed total bilirubin 2 (tbil 2) results on five (5) patient samples was due an operator editing an existing calibrator definition. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 has been updated to reflect the results of the investigation.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding five (5) erroneously depressed patient results obtained with total bilirubin_2 (tbil_2) on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported erroneously depressed total bilirubin_2 (tbil_2) results on five (5) patient samples obtained on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician(s) and not questioned. The same samples were reprocessed on an alternate atellica ch 930 analyzer. Higher results were obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed total bilirubin_2 (tbil_2) results.